Event description:
It was reported that left hip revision surgery was performed.

Manufacturer narrative:
It was reported that left hip revision surgery was performed. During the revision, the bhr cup, hemi head and modular sleeve were removed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the bhr cup, head & sleeve was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the cup and head. Similar complaints have been identified for the sleeve. However, as the device is no longer sold, no action is to be taken. In the absence of the actual devices, the production records were reviewed for the known devices reportedly involved in this incident. The cup and sleeve involved met manufacturing specifications at the time of production. A non-conformance was identified for the documentation for the hemi head. However, all supporting documents confirmed that this was an acceptable product when released. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as a result of the reported event. The available medical documents were reviewed. This patient has a history of avascular necrosis to both hips. Radiologic exam revealed small calcifications along the superior lateral aspect of the hip and interiorly medial to the lesser trochanter which may represent heterotopic ossification however, without the supporting lab/pathology results and/or imaging the root cause of the reported heterotopic ossification, cannot be confirmed and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. The reported intraoperative findings of a posterior capsular fenestration with staining of the tissues of the joint, rupture of the psoas tendon, corrosion on the trunnion along with elevated ion levels are consistent with findings associated with metallosis. These findings cannot be confirmed, and it cannot be concluded that the reported reactions were associated with a mal-performance of the implant. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.